Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The lead was explanted due to effusion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. The helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function. The lead passed testing, the lead tip and helix appears intact.

Event description:
Additional information received, and a supplemental report is being filed.